Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia .lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 46 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having a communication error at start up with the pod. Upon arrival of the paramedics the patient was treated with intravenous sugar. The patient did not go to the hospital.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. The device data indicates that the first priming sequence ended at 47 pulses and deactivation occurred at 1233 pulses. No timeouts, drive stall or hazard alarms were generated during operation. Inspection of device found no evidence of any damage or manufacturing deficiencies that would result in the generation of a communication error. The device was reset, paired with the master pdm, and programmed to deliver a 5-unit bolus. No communication error was observed during the rerun. No issues were seen with the device. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. The causes of the reported communication error could not be determined.